Event description:
Facility (B)(6), called stating that the bracket weld that holds the bed rail to the ihcs7 bed allegedly broke. Replacement product on order # (B)(4). No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ihcs7, serial number/date code (B)(4). The owner's manual part number 1153410 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the facility has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the facility does not understand the written warnings, cautions or instructions then they should contact invacare. This product is used at a large facility. No known resident information. The facilities technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.